Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a counterfeit super cap found in the main printed circuit board (pcb) and there was visible contamination. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was able to duplicate the reported issue. There was a broken tab (pin) on size pot. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp guide and tapered spring. Replaced size pot, recalibrated, and performed syringe test.

Event description:
It was reported that the pump was not detecting the syringe size. No patient injury was reported.